Manufacturer narrative:
During preventative maintenance (pm) inspection, the top case of the thermogard xp ivtm system (sn (B)(6) was observed to be cracked, and the pump rotor has rust damage. The top lid was cracked, likely attributed to mishandling. The pump rotor bearings were degraded and damaged, due to significant exposure to water/moisture. During visual inspection, the pump rotor bearing was observed to be degraded and damaged and the top lid was observed to be cracked. In addition, the front housing was observed to be cracked, and the coldwell basket and drip pan were missing, likely attributed to user mishandling, and the coldwell cap gasket was degraded and damaged, possibly attributed to wear and tear or the age of the device. The thermogard xp ivtm system was manufactured in 2016 and is nearly 10 years old. The device life expectancy is 5 years. The top lid, front housing, coldwell basket, drip pan, and coldwell cap assembly were replaced to remedy the issues. The ivtm thermogard console failed functional testing. During the power-on-self-test (post), the system displayed a pump failure message. The pump rotary head was replaced, and the pump assembly was cleaned to remedy the reported complaint. In addition, the system also displayed air trap and coldwell faults during post. All these errors were attributed to significant exposure of the console to water and moisture, resulting in air trap, coldwell, and pump failure within the internal electronic components. The air trap and coldwell assemblies were removed, cleaned and dried to remedy the observed air trap and coldwell faults. The rear brackets, I/o pca, and pcb were also removed, cleaned, and dried. Subsequently, the device passed functional testing. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard ivtm system with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During preventative maintenance (pm) inspection, the top case of the thermogard xp ivtm system sn (B)(6) was observed to be cracked, and the pump rotor has rust damage. No patient involvement.